Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rezj0511 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that after one month of catheter use in the patient, it was found that the catheter had been damaged during maintenance at the catheter outpatient. Liquid leakage occurred with the breach at the 0 scale mark near the connection of the "plane" wing. The catheter was removed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a breach in the catheter tubing was confirmed, but exact cause was not determined. One 5 fr d/l powerpicc was returned for investigation. The catheter revealed evidence of use. Residue was observed on the connectors, extension legs, bifurcation, and the section of d/l tubing between the bifurcation and the 1cm depth mark. The d/l tubing extended to the 43 cm depth mark. The printing on the extension legs and bifurcation was partially worn. A functional test revealed a leak just distal to the bifurcation when the lumen with the red connector was flushed. A microscopic examination of the leak site revealed a longitudinal split in the tubing just distal to the bifurcation. The split exhibited jagged edges and the adjoining surfaces of the split tubing were found to be rough and granular. The exact cause of the split was not determined, but due to the condition of the returned sample, it appeared that the catheter was damaged during use. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot. A lot history review (lhr) of rezj0511 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that after one month of catheter use in the patient, it was found that the catheter had been damaged during maintenance at the catheter outpatient. Liquid leakage occurred with the breach at the 0 scale mark near the connection of the "plane" wing. The catheter was removed.